Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 51-100130 tprlc 133 fp type1 pps so 13.0 2811463; 650-1065 cer option type 1 tpr sleve -3 026670; 101007 tri-spike shell w/apex hl 58mm 596230. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ep-107925, e-poly 40 mm hiwall liner sz25, 000330. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10090. Remains implanted.

Event description:
It was reported that the patient underwent a manipulation one year post-implantation due to pain and dislocation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.